Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d4, d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Device inspection found ceramic insulation was broken. Based on the results of the investigation, it is likely due to overloading or age-related deterioration led to component failure (ceramic insulation). A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 field: establishment name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the resection sheath had tip damaged. The issue occurred during maintenance. There were no reports of patient harm.